Event description:
It was reported that the patient had a loss of therapeutic effect and a gradual onset return of symptoms following electromagnetic interference (emi) exposure. The patient reportedly was standing directly under a ¿tower¿ and thought that the implantable neurostimulator (ins) had turned off. The patient was traveling at the time of this report and did not have his programmer with him. The patient wanted a manufacturing representative to meet him en route to turn the ins back on. A representative did meet with the patient on (B)(6) 2015 to check the battery status. The ins was on and functioning properly. No further action was necessary. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0q8xl, implanted: (B)(6) 2014, product type: lead . Product ID: 3389s-40, lot# va0q8xl, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6), 2014, product type: extension. (B)(4).